Event description:
Patient underwent valve-in-valve intervention due to regurgitation and severe recurrent stenosis.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device was not returned to edwards for analysis as it remains implanted. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. The device history record was reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information from its implant patient registry that a second valve, a 23mm transcatheter valve, was implanted in the aortic position using a valve-in-valve procedure approximately two (2) years and three (3) months after implant. The reason for valve-in-valve intervention is due to severe aortic stenosis. Both devices remain implanted. There were no reported complications.